Event description:
The patient experienced an increase in seizure frequency and underwent vns generator replacement. The patient's increase in seizure frequency was associated with fatigue and headache. The generator replacement was indicated to be due to battery depletion. The replaced generator was discarded by the hospital. No other relevant information has been received to date.